Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated about two weeks after the implant procedure. No telemetry between the device and programmer could be established. Multiple attempts were made to communicate with the device using a model 3300 and model 3200 programmers were not successful. Attempts to reset the device using a magnet, and waiting 24 hours to try again, were also not successful. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device is not able to be shipped to the united states from russia, and no device data was able to be obtained, so no analysis is possible at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated about two weeks after the implant procedure. No telemetry between the device and programmer could be established. Multiple attempts were made to communicate with the device using a model 3300 and model 3200 programmers were not successful. Attempts to reset the device using a magnet, and waiting 24 hours to try again, were also not successful. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device is not able to be shipped to the united states from russia, and no device data was able to be obtained, so no analysis is possible at this time.